Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that the numbers on the screen of the insulin pump started scrolling when trying to deliver a bolus. Customer changed the battery and received 3 battery out limit and 2 bad battery alarms. Customer stated the batteries were out of the device greater than duration allowed. Blood glucose value was 49 mg/dl; she treated with food. She also reported that the act button occasionally sticks. The customer stated she was riding her bike and it might have been exposed to perspiration. Customer was advised to discontinue the use of the device and revert to a backup plan. Customer was advised the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, found moisture damage on the keypad traces. The pump also had a cracked reservoir tube lip, minor scratches on the display window, a cracked case at the display window corner, cracked battery tube threads, and a cracked display window.